Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The 5 vdc power supply voltage was returned to the optimal operating voltage. The system was tested, found to be working as intended and returned to service.